Manufacturer narrative:
The actual complaint product was not returned for evaluation; however, the reporter provided photographic evidence; analysis of the photographic evidence confirmed the complaint as reported. However, without a sample to perform functional evaluation, a root cause could not be determined.a review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was providedall information reasonably known as of 09 jul 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc.sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports.refer to 3004748541-2026-00129 for the first report,refer to 3004748541-2026-00130 for the second report .it was reported that there is a difference in the rigidity of the standard connector end and the new end popped off easily from the oxygen bleed in adaptor, for the continuous positive airway pressure (CPAP) machines, which resulted in the oxygen levels dropping. No additional information provided concerning patient outcome; there was no report of a delay in therapy, harm or injury as a result of this reported event.